Event description:
It was reported that the 9900 system had a ma error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.